Manufacturer narrative:
Batch review performed on 27 december 2017 lot 153505: (B)(4) items manufactured and released on 21 sept 2015. Expiration date: 2020-07-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary femur std cemented size 2 l reference 02.07.2002l (k090988) lot. 133375: (B)(4) items manufactured and released on 10 sept 2013. Expiration date: 2018-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Investigation performed on 20 december 2017 by patient match department: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. The non-use of the wedge on the medial compartment of the tibia may have contributed to the instability of the knee.

Event description:
Revision surgery due to femur and tibial loosening after 1 year and 5 months after primary. The patient had a primary surgery on (B)(6) 2016. On (B)(6) 2017 the surgeon revised the tibial tray, insert and femur due to implants loosening. The cement did not adhere to the implant but they didn't come out right away. He beat on them with a bone tamp; the femur came off easier than the tibia, he used osteotomes for the tibia.